Event description:
Based on the report information, submitted to (B)(4) on (B)(6) 2010, "twice the user pulled back the stylet a little bit and then cut off the end of the PICC for proper size, and then proceeds to re-insert the stylet to insert. The stylet would not allow to be re-inserted and it almost appeared that there was a minor kink in the PICC and/or stylet near the lower 1/3 of the distal tip. Otherwise she had no other problems with the piccs and there was no patient incidents related to this issue." The product sample was returned for examination. (B)(4).

Manufacturer narrative:
Lot # 1007. Additional expiration date: (B)(6) 2012. Date: (B)(6) 2009. This report was previously assessed and the decision was there was no indication for MDR reporting based on the existing MDR reporting criteria. This complaint file was reviewed by three FDA inspectors and the contents did not warrant a MDR report filing. (B)(4) has updated its complaint handling and MDR reporting procedures. The 2009 and 2010 complaint files were re-examined and based on the changed criteria this MDR report is being filed. An examination of the device was carried out as part of the complaint investigation. The conclusion in summary was that the instructions for use, packaged with the product was incorrectly followed by user.